Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was fully functional and able to detect and treat a patient. Device evaluation for electrode belt sn (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn (B)(4): 06/2014 - reuse. Electrode belt: sn (B)(4): 05/2012 - reuse.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The patient experienced a treatment event. The patient was at home and unconscious at the time of the event. The patient's wife and the ems were with him at the time of the event. Between 10:57:15 and 11:07:35, the lifevest detected 12 arrhythmias and the response buttons were pressed. The arrhythmias were non-sustaining ventricular tachycardia (nsvt) from 150 to 200 bpm transitioning to ventricular tachycardia (vt) / ventricular fibrillation (vf). At 11:07:41, a non-treatable rhythm was detected. At 11:08:18, vf was detected. At 11:08:18, the response buttons were pressed for one second. At 11:09:09, the gel was released. At 11:09:23, an appropriate treatment was delivered. The rhythm at the time of the treatment was vf and the post shock rhythm was asystole. Between 11:09:28 and 11:12:15 asystole was detected three times and the response buttons were pressed. Asystole is a non-treatable rhythm with the lifevest. At 11:12:31, a non-treatable rhythm was detected. At 11:14:45, asystole was detected. At 11:14:57, a non-treatable rhythm was detected. At 11:21:17, the electrode belt was disconnected. The patient passed away on (B)(6) 2015.